Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod delivered 0 pulses and was received in pod state 15, indicating that the pod did not complete the activation process after being filled. Inspection of the drive mechanism components found no damages or deficiencies that would prevent the pod from pairing with a controller and completing the activation process.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.